Event description:
During implantation of the subject ICD, the physician tightened the last connection (svc). Since the click sound was not heard, she tried to unscrew that svc setscrew although the lead seemed to be correctly tightened. However, she failed to unscrew with the same screwdriver and with a new screwdriver. It was finally successful after several attempts. However, at that time, the setscrew was stuck, on the (2nd) screwdriver tip. The ICD device was not kept implanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.